Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the device alarmed critical pump error after moisture exposure. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device successfully download to thus. No critical pump error noted during test or listed in device history download. However, found moisture damage to motor assembly, electrical board and pcb 2 board during visual inspection. Confirmed device error 63 variable 15 was noted in the history download on (B)(6) 2021 13:40:01.000 due to moisture damage to the electrical board and pcb 2 board. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case and pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. No critical pump error noted during test or listed in device history download. However, found moisture damage to motor assembly, electrical board and pcb 2 board during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. Customer stated the insulin pump was get wet and get turned off. The customer reported that the insulin pump had an open book image. No harm requiring medical intervention was reported. The device will be returned for analysis.